Event description:
The device gave a high reading, in the mid - 400's mg/dl. He states that he took 40 units of humulin u and 20 units of novolog. He reports eating and then feeling ill. He then called the paramedics who reportedly tested customer at 20mg/dl. They reportedly gave him glucose and transported him to the hosp. It is not provided if he received treatment while at the hosp. The timeframe between the initial reading and the paramedic's is approx an hour. No quality controls were used. Requested return of suspect device and replacement was sent.